Event description:
During a laparoscopic assisted vaginal hysterectomy, using the cutting forceps, 5mm/33c design, there was no energy to the device and couldn't achieve a coagulation function. The surgeon elected to convert to an open procedure, rather than trying another device.

Manufacturer narrative:
The device was rec'd in a very clean condition, and appeared not to have been used. Continuity checks out on both electrodes, no electrical open or shorting was observed when closing and opening the jaws. The device activated to the correct generator defaults of vp3-35, and cut and coagulated as designed with no intermittent coagulation function observed.